Event description:
Alleged false negative hiv test result. Upon receipt of an hiv negative result on 12/4/96, a client informed a co counselor, that she had previously received a letter from a blood bank stating that she was hiv positive. The client agreed to follow-up with a physician as recommended by the co counselor. Co launched qa investigation (qa-9600019) on 12/9/96. Quality assurance (qa) and management personnel from the testing lab reviewed the test records associated with the pin (personal identification number) as did co qa personnel. No inconsistencies or deviations from the protocol were noted. There was no evidence to contradict the test result reported for this pin. The lab verified that the blood eluted from this test card corresponded to the pin provided by the client. A co cross-functional team consisting of members from qa, operations, development, and the testing lab reviewed all processes in the work flow operation for this pin. Area reviewed included: mailroom, punchroom, initial and repeat testing by eia, and the result reporting. Additionally, the transfer of result data into the computer, the process sops, equipment, and the personnel associated with the testing for this pin was reviewed. No evidence was found to contradict the result reported for this pin.